Event description:
A site reported that a pt expired. The site requested a device log file analysis to confirm the system operated as intended. There is no allegation of equipment malfunction at this time, however, device log file eval has not yet been completed. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issue when the investigation has been completed.

Manufacturer narrative:
(B)(4).